Manufacturer narrative:
(B)(4) the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a rupture of a thoracic aortic aneurysm using a two gore tag thoracic endoprostheses (tgt3115/7645941, tgt3715/7662399). The procedure was concluded without endoleak present. The patient tolerated the procedure. On (B)(6) 2010, the patient underwent an endovascular repair of another acute thoracic aortic aneurysm using two gore tag thoracic endoprostheses (tgt3710/7500113, tgt3715/8166560). On (B)(6) 2010, the patient was discharged from the hospital. The aneurysm diameter of the initial thoracic aortic aneurysm measured 47 mm. On (B)(6) 2011, follow-up study revealed the aneurysm diameter of the initial thoracic aortic aneurysm measured 37 mm. On (B)(6) 2011, follow-up study revealed the aneurysm diameter of the initial thoracic aortic aneurysm measured 35 mm. On (B)(6) 2012, follow-up study revealed the aneurysm diameter of the initial thoracic aortic aneurysm measured 37 mm. On (B)(6) 2013, follow-up study revealed the aneurysm diameter of the initial thoracic aortic aneurysm measured 43 mm. A wait-and-watch approach was taken to the aneurysm enlargement. On (B)(6) 2014, follow-up study revealed the aneurysm diameter of the initial thoracic aortic aneurysm measured 34.7 mm. A wait-and-watch approach was continued.